Event description:
It was reported to philips that the host pc did not start up correctly. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc hard disk had crashed. Upon troubleshooting actions, fse identified that the system was unable to load applications and showed a black screen with the error message, "invalid system disk." Fse replaced the host pc hard disk, reloaded the ghost backup, and restored the database. After replacement, the system was returned to use in good working order.